Manufacturer narrative:
Eval is in progress but not yet concluded.

Event description:
The subsidiary quality engineer reported that during preventative maintenance (pm) of the device, the roller pump guts rotated eccentrically. Since the event occurred during preventative maintenance, there was no pt involvement.